Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the system was planned to be explanted on (B)(6) 2017. It was reported that the issue was resolved at the time of the report. Additional information received from the manufacturer representative on 2017-11-13 reported that there was discomfort at the device/implantable neurostimulator location. The physician offered to relocate it, but the patient wanted it explanted, so it was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.